Event description:
Boston scientific received information that the shock impedance measurements were high and out of range on this right ventricular (rv) lead. A lead fracture was alleged. A procedure to add another lead will be scheduled. No adverse patient effects were reported. A review of the save to disk by boston scientific technical services (ts) confirmed out of range shock impedance measurements. Ts also discussed possibly root cause. At this time the system remains implanted.

Manufacturer narrative:
(B)(4). This investigation is ongoing. Upon additional information this investigation will be updated.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information noted that a new lead was added and the rv lead was explanted and will not be returned. The device was also explanted. No additional adverse patient effects were reported.